Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. Post procedure during the final transesophageal echocardiography (tee) assessment it was noted that the closure device had embolized and was in the left atrium. The closure device migrated toward the left ventricular outflow tract (lvot) and the patient was taken into surgery for closure device removal. The current patient status is unknown.